Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported to her sibling that she was poking and scratching the external auditory canal and pulled something out. She no longer has access to sound with the device. No trauma or changes in health have been reported.

Event description:
The recipient reported to her sibling that she was poking and scratching the external auditory canal and pulled something out. The ear canal showed signs of scratching, as there was some fresh blood in the entrance of the canal. Recipient's sister asked for an appointment after recipient told her on april 10, 2019 that she was no longer able to hear at all.recipient's sister reported that for a short period recipient didn't seem to be hearing as well, prior to the reported incident. No trauma or changes in health have been reported. The device was explanted on (B)(6) 2019. As per the device explantation report there was visible damages on the electrode lead before complete device removal. The electrode array was found in the mastoid cavity the user had been cleaning her ear and pulled it out severing the electrode lead.

Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient inadvertently pulled the electrode out of cochlea. The active electrode was received incompletely. It is assumed that the active electrode was damaged during the reported manipulation. Apart from mechanical damages, the device is operating within normal limits during investigation. This is a final report.